Event description:
In this event it is reported that a waveone gold small 6-file ster 25mm file broke during use. The broken part was not retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: six protaper waveone gold small files 25mm were returned (two files in loose + four unused files). One file in loose is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Second file in loose is not broken, not damaged. Nothing unusual to report was found during DHR review (batch #1865190). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.